Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported death and pericardial effusion. Death and pericardial effusion are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical interventions were results of case specific circumstances as pericardiocentesis and cardiopulmonary resuscitation (CPR) were performed, and heparin was reversed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. A mitraclip ntw was inserted and advanced to the mitral valve. However, a pericardial effusion was observed. To treat the pericardial effusion, pericardiocentesis and cardiopulmonary resuscitation (CPR) were performed, and heparin was reversed. Therefore, the mitraclip was removed from the patient and the procedure was discontinued. The mr remained at a grade of 4. There was no clinically significant delay in the procedure. However, later on the same day, the patient died. In the physician's opinion, the mitraclip did not cause or contribute to the patient death.